Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. The customer's pump was eligible for a field correction, and a replacement pump was sent by customer technical support (cts). The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery and was informed about programming their settings into the replacement pump. Cts provided instructions for returning the defective pump to avoid any charges, and the caller acknowledged all directions provided.